Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated past six atmospheres (atm). The device was removed and reinflated outside of the patient where a leakage of contrast medium was observed at the distal tip of the balloon. A new 5mm x 30mm non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a procedure to dilate and stent an 80% carotid artery stenosis which had moderate calcification and mild tortuosity. The aviator plus balloon catheter was used over a non-cordis embolic protection guidewire. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A 50/50 contrast and saline mixture was used to prep the balloon and the device maintained negative pressure during preparation. The device was able to be removed easily from the patient. The device was returned for analysis. A non-sterile ¿aviator plus .014 5.0x30 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that neither the balloon, shaft, or luer hub presents any damages or anomalies visible by the naked eye. The balloon was received deflated. No other outstanding details were noticed. Functional testing was performed. Functional testing was performed using an inflator/deflator device attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. During this test inflation of the balloon was not possible due to a leakage noted on the shaft located approximately 30cm from the distal tip. Sem analysis was not performed as the damages associated with leakage are visible with the magnification obtained with a vision system. The balloon was inspected observing a puncture on the surface where the water is leaking. The puncture presented evidence of elongations and a scratch mark; the path of the damage goes in a direction toward the inside of the lumen. The elongations found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force by unknown sharp object that exceeded the material yield strength prior to the puncture. Additionally, the scratch mark near the puncture suggest that the unit was damaged with a sharp object from the outside toward the inside of the lumen. No other anomalies were observed during the evaluation. A product history record (phr) review of lot 82277380 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was not confirmed through analysis of the returned device. However, subsequent findings of ¿body/shaft-puncture/cut¿ was confirmed due to a leakage coming from a punctured area on the shaft during analysis. However, the exact cause of the damage could not be determined. Device analysis revealed the body/shaft was punctured from the outside upon functional analysis. The outer surface of the shaft presented evidence of elongations and a scratch mark near the punctured area. Based on the information provided it appears the damages were caused by the interaction of the shaft material with a sharp object damaging the shaft from the outside inward. It is likely vessel characteristics of stenosis and calcification contributed to the reported event as evidenced by device analysis. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity and ensure that its size is suitable for the specific procedure. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated past 6 atmospheres (atm). The device was removed and reinflated outside of the patient where a leakage of contrast medium was observed at the distal tip of the balloon. A new 5mm x 30mm non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a procedure to dilate and stent an 80% carotid artery stenosis which had moderate calcification and mild tortuosity. The aviator plus balloon catheter was used over a non-cordis embolic protection guidewire. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A 50/50 contrast and saline mixture was used to prep the balloon and the device maintained negative pressure during preparation. The device was able to be removed easily from the patient. The device will be returned for evaluation. Addendum: product evaluation revealed a puncture on the shaft of the aviator plus pta balloon catheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82277380 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated past 6 atmospheres (atm). The device was removed and reinflated outside of the patient where a leakage of contrast medium was observed at the distal tip of the balloon. A new 5mm x 30mm non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a procedure to dilate and stent an 80% carotid artery stenosis which had moderate calcification and mild tortuosity. The aviator plus balloon catheter was used over a non-cordis embolic protection guidewire. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A 50/50 contrast and saline mixture was used to prep the balloon and the device maintained negative pressure during preparation. The device was able to be removed easily from the patient. The device will be returned for evaluation.